Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5x12mm nc trek balloon dilatation catheter (bdc) was advanced into the anatomy and completely failed to inflate, so the bdc was removed. The balloon was successfully inflated to 14 atmospheres outside the anatomy, but it completely failed to deflate. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported inflation issue was not confirmed. The reported deflation issue was confirmed. A review of the lot history record identified multiple manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the noted stretched outer member distal to the midlap seal and the reported deflation issue appear to be related to a potential product quality issue. A conclusive cause for the reported inflation issue could not be determined. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.